Event description:
The customer stated the device was not switching on. No pt involvement was reported.

Manufacturer narrative:
(B)(4): a philips authorized distributor evaluated the device and verified the failure. The issue was determined to be caused from an internal connector being unplugged (from battery pca to power pca). The connector was reconnected to resolve the issue. The device remains at the customer's site.